Event description:
It was reported that customer experienced repeated occlusion alarms. Consequently, the customer had a high blood glucose of 18 mmol/l that resulted in hospitalization. Reportedly, the customer also experienced diabetic ketoacidosis which was identified by a healthcare provider as dangerous. Reportedly, the pump administered an automatic bolus, and the patient gave themselves a manual bolus to attempt to treat the bg. The customer was admitted to the intensive care unit and hospitalized until (B)(6) 2026. Customer received intravenous saline and insulin, which resolved the issue. The customer also reported bruising from hospitalization, but no permanent damage was identified. The customer was released from the hospital on (B)(6) 2026. Reportedly, the customer made an appointment with diabetic team to further discuss incident, and customer was advised to manually give meal boluses as needed.